Manufacturer narrative:
A functional inspection was performed by a senior technical support engineer and staff technical support engineer. After reviewing device logs, it was found that the alarm notifications were delivered appropriately and that the escalation pathway functioned as expected. Further investigation revealed that the customer facility has a dnd (do not disturb) breakthrough rule set to ¿do not break through dnd¿. This selection for this setting does not force end devices out of dnd when an alarm notification is received. The customer confirmed this setting was intentional and did not want to alter the rule to allow dnd break through. The investigation concluded that the product was behaving as expected, and did not cause or contribute to the patient¿s demise.

Event description:
It was reported by the customer that an adverse event where a patient ended up passing away was reported. Some staff are reporting that they didn't receive the alerts during the given timeframe, between 0200-0300 edt. No reports of delays or missed alerts contributing to a lack of care have been reported.

Event description:
It was reported by the customer that an adverse event where a patient ended up passing away was reported. Some staff are reporting that they didn't receive the alerts during the given timeframe, between 0200-0300 edt. No reports at this time of delays or missed alerts contributing to a lack of care have been reported. Support will be performing a full rca of workflow and client level events.